Event description:
It was reported in an abstract on the clinical results of bkp for metastatic spine tumor that 6 patients with spinal metastasis underwent balloon kyphoplaty procedures (bkp) over an 18 month period. The primary lesions were breast cancer (n=2), rectal cancer (n=2), gallbladder cancer (n=1), and multiple myeloma (n=1). The treated levels were t11 (1 vertebra), t12 (1 vertebra), l1 (2 vertebrae), l2 (2 vertebrae), l4 (1 vertebra), and l5 (1 vertebra); a total of 8 vertebrae were treated. Bkps were indicated for prognosis with a minimum of 3-month survival, lesions at up to two vertebrae, treatment of a level equivalent or inferior to t6, or absence of bone destruction at pedicle or posterior wall. According to the abstract, "cement leakage out of vertebra was observed as complication in one case". No other information was reported. The type of cement used in this study was not specified in the abstract.

Manufacturer narrative:
Literature citation : h. Umekoji, et al. "Clinical results of balloon kyphoplasty for metastatic spine tumor". 1404-02; ¿2-p51-5. Mean age: 68.3 years. Gender: 2 men, 4 women. (B)(4). Location : hospital. Although it is unknown if any medtronic devices contributed to the reported event, we are filing this MDR for notification purposes.